Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information reported the surgeon confirmed he was the surgeon for all 22 cases using same staff and procedures. About half of the cases developed inflammation within the first 2-3 days after surgery and about half developed inflammation 3-6 weeks after surgery once topical steroid had been decreased to once per day or discontinued. He is only concerned about inflammation with this lens model and has discontinued implanting it.

Event description:
Additional information reports the patient has presented with the complaint of hazy vision.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol) a patient experienced uveitis, a fibrin reaction in their pupil, and eye pain approximately one week following implant. Medication was given to the patient. Additional information was requested.

Manufacturer narrative:
Post operatory inflammatory conditions have a multifactorial etiology and can potentially be caused by factors related to: devices, medications, characteristics of the surgical procedure, surgical facilities, and patients. Risk control measures for inflammation are in place for successful mitigation during this intraocular lens manufacturing process. The manufacturer internal reference number is: (B)(4).